Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: sterile packaging was found perforated: during the opening of the dhs/dcs screw, before it was given to the surgeon, the person saw that the second sterile package is perforated at the level of the threading of the screw. There was no part in the patient, no consequence to the patient with no delay of surgery. The incident did not require further treatment for the patient. This report is on the dhs/dcs screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device was not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The investigation was conducted and it states that there is indeed a slight perforation at the inner masking paper exactly above one of the thread flanks of the dhs/dcs screw. There are marks of the other thread flanks visible at the bottom side of the paper. It is clearly visible that the cardboard box of this device has a clearly visible kink on one side, which indicates that this box was once strongly compressed. The compression may have lead to the damage of the masking paper. The paper was pushed by it against the thread flanks. Based on that, it could be assumed that inappropriate handling at one point in the supply chain between packaging and operation room caused this damage. The manufacturing documents were reviewed and no complaint related issues were found.